Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was not functioning properly. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.